Event description:
The customer called with a complaint that the display is showing only part of the first number, and that when pt presents a sensor, pt gets and error on the screen. During the trouble shooting process, it was determined that several segments in the 100's position are missing and that part of the endclasp is also broken so that the top piece will not stay on the unit. A request was made to have the meter returned. In the meantime, a replacement unit has been provided.